Event description:
On (B)(4) 2010, the MFR received info that a fever occurred in a pt after focal ablation and that there was some association of the fever with possible aspiration and pneumonia. This initial report was logged as complaint (B)(4) and evaluated using the MDR/mpr/vigilance decision tree and deemed to not be a reportable event. This was in part dur to the physician's input that this adverse event was not related to the device procedure or to a device malfunction. Subsequently, the MFR received add'l info about this case when the pt was enrolled into the (B)(4). Info on the adverse event crf indicated that the fever after focal ablation was associated with pneumonia. The severity was graded as mild. The initial input from the site was that this event was unlikely related to the device procedure and that no device malfunction had occurred. After eval of this event using the MDR/mpr/vigilance decision tree, it was deemed to be not reportable to FDA. Subsequently the site updated the crf data and changed the relationship of the adverse event from "unlikely related" to "possibly related." The site indicated that the device did not contribute to the pneumonia outcome, but rather the sedation required to perform endoscopy with ablation likely led to this outcome. With this new info, the MFR has re-evaluated this adverse event and now deems it reportable to FDA. The adverse event severity remained mild and there was no device malfunction. The site reported that the pneumonia resolved with oral antibiotics.